Event description:
A 38 tapering to 34 cook graft was introduced through the common femoral vessel and brought to the location of the subclavian vessel. It was then fully unsheathed; however, after removing the constricting band the proximal portion failed to open. There were multiple attempts to try to release it and they were unsuccessful. It was felt that this would need to be ballooned. The delivery device was then removed allowing the sheath to stay in place and the lunderquist wire was present. A coda balloon was inserted, brought up and sequentially dilated at the proximal portion of the graft to full expansion. The exception was an area 2 segments from the proximal portion, which looked to create a waist of the area and this could not be fully expanded. However, its size was greater than 25mm and it was felt not to represent a problem. Although the waist was bothersome, no explanation could be made for it. It did not appear to interfere with any of the flow through the aorta.